Event description:
It was reported that an edwards aortic bioprosthetic valve was diagnosed as having calcified leaflets and is stenotic approximately 10.5 years after implant. Patient was implanted with an edwards transcatheter aortic bioprosthetic valve within the existing valve in a commercial off-label procedure. Patient is reported as stable.

Manufacturer narrative:
Report of edwards aortic bioprosthetic valve stenosis by calcification of leaflets approximately 10.5 years after implant; patient was treated with implant of an edwards transcatheter aortic bioprosthetic valve within the stenosed valve. Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Structural valve deterioration is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. However, without return of device and evaluation, the specific mechanism leading to this explant cannot be identified or evaluated. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.